Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported, when the intraoperative aberrometer was being placed on the microscope they noticed something fall off the microscope and into the attachment. The customer proceeded to use the aberrometer without further issue. A company representative visited the site and recovered the loose screw and reattached. The procedures were completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative reattached and tightened the screw to the dovetail handle assembly. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).